Event description:
It was reported that during an atrial fibrillation (afib) procedure, the temperature of the smart touch catheter did not display suddenly during pulmonary vein isolation. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without any patient's consequence. Upon receiving the product in biosense webster lab on (B)(6) 2014, it was noticed that shaft is bent and wrinkled with broken braid exposed 5mm from client tip, making this event reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that the temperature of the smart touch catheter became not to be displayed suddenly during pv isolation. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked. No detach sections were observed. No material exposed as well. Also reddish brown material similar to human blood was observed. A corrective action has been opened to address and resolve this issue. In addition, the shaft was bent and wrinkled with broken braid exposed 5 mm from client tip. The evidence suggested that an external force (e.g. Torque or twisting) was applied over the damage area. In addition, a corrective action has been opened to address and resolve this issue. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were insulated then per the reported event, and besides the electrical test already performed, the catheter was tested for temperature response and stockert compatibility and it was found within specifications. During the investigation it was noticed that the t bars were folded and moved from their original place. In addition, a corrective action has been opened to address and resolve this issue. The reported customer complaint cannot be confirmed.